Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, exchange from textured to smooth.

Event description:
Healthcare professional reported right side textured implant with rupture and capsular contracture. The device remains implanted.

Event description:
Healthcare professional reported right side breast pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, a6, b3, b5, d1, d2, d4, d6b, e3, g4, h4, h6.

Event description:
Healthcare professional reported "silicone-induced granuloma."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.